Event description:
It was reported that stored impedance records showed that the lead exhibited less than 100 ohms, causing a polarity switch to unipolar pacing. In the clinic, interrogation showed a bipolar reading of 350 ohms. The ventricular polarity was changed to the unipolar configuration. The patient would be closely monitored.

Manufacturer narrative:
Na